Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were trying to change their monitor on saturday and they kept getting a message that said data lost. Patient said they had been in pain since friday and the pain had increased a little bit. Patient stated they called hcp and were directed to call manufacturer. Patient denied any falls or medical procedures. Patient stated ins has tendency to get "knocked off" when going through stores with alarm systems, agent reviewed information regarding security devices. Patient stated they had recently traveled and don't know if they went through a security system and did not realize it. The issue was not resolved through troubleshooting. Patient also mentioned since implant they have lost 85 pounds. The patient was redirected to their healthcare provider to further address the issue.